Manufacturer narrative:
This supplemental report is being submitted to provide a correction to b1, additional information to h4, and the legal manufacture's final investigation results. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center power button is broken and stuck in. The issue occurred during preparation for use, prior to a diagnostic procedure. There were no reports of patient harm.